Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm or frozen display noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window, reservoir tube window, cracked case at display window corners and missing end cap sticker.

Event description:
Customer reported that the he was pressing the buttons on the insulin pump in an attempt to suspend it and then the screen froze up and then it alarmed button error. Blood glucose value is 128 mg/dl. Customer stated the insulin pump was in his pocket and he was working on the sprinklers in the yard and the insulin pump may have gotten a little wet. Nothing further reported.